Event description:
It was reported that an adverse event was reported due to an alleged sensor failure. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient had symptoms of diabetic ketoacidosis (dka). The patient was having difficulty breathing and could not walk on her own. She stated the sensor had failed and she did not have a device to monitor her blood glucose and did not insert a new sensor after this one had failed. The patient's grandmother called an ambulance and stated when her bg was checked it was 1000 mg/dl. On the way to the hospital, paramedics tried to provide IV therapy but was unsuccessful. At the hospital, they were able to provide IV fluids and checked the patient's bg readings several times (no values were reported by the patient). The patient was in the hospital for 24 hours and discharged on (B)(6) 2024. At the time of the report, the patient was doing okay. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).